Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during the transfemoral tavr procedure, the balloon had only been inflated with approximately half of the volume when leaking was observed under the strain relief of the balloon catheter shaft. Due to the underinflated volume the valve did not properly anchor to the annulus and in attempt to figure out why the balloon had not inflated, the operator moved the valve aortic causing the valve to embolized into the ascending aorta. The delivery system handle was then pulled back over strain relief, which sealed the leak in the delivery system. Additional fluid was placed in the syringe and the balloon was partially inflated which allowed valve to be maneuvered around the aortic arch and into the descending thoracic aorta. The sapien 3 valve was stented open with a palmaz stent. A second valve/delivery system was prepared and the valve was implanted successfully in the aortic annulus. It was noted on echo that a dissection was present in the aortic arch, resulting from maneuvering the embolized valve around the arch and into the descending aorta. Two stents were placed in the aortic arch to seal off the dissection. The patient was stable throughout and after procedure. Per report, the leak was not evident during the initial delivery system preparation. The "crack/leak" is perceived to have occurred during prep when a hospital staff member knocked atrion syringe off the device preparation while it was connected to the delivery system y-connector.